Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("all the symptoms disappeared after essure removal"). Essure was removed. At the time of the report, the medical device removal and adverse event had resolved. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: she got so much symptoms during essure that she demanded compensation from insurance company but got negative decision because she had no evidence. All the symptoms disappeared after essure removal. Most recent follow-up information incorporated above includes: on 22-aug-2019: the case will be deleted from bayer pv database. Nullification reason: as per information received, this case was identified as a duplicate of case (B)(4). All the information from case (B)(4) has been transferred to case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("all the symptoms disappeared after essure removal"). Essure was removed. At the time of the report, the medical device removal and adverse event had resolved. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: she got so much symptoms during essure that she demanded compensation from insurance company but got negative decision because she had no evidence. All the symptoms disappeared after essure removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.